Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event and explant date have been estimated.

Event description:
It was reported the scs system did not help with the patient's pain. As a result, the system was explanted approximately a month after implant. Related manufacturer reference number: 1627487-2019-10181.